Event description:
During verification testing at the service center, unrestricted flow was noted when the door was opened.

Manufacturer narrative:
Testing and investigation found the device had unrestricted flow when the door was opened. This was due to a disconnected regulator closer. The probable cause of the disconnected regulator closer was due to improper assembly during remediation of the device. This report represents all the info known by the reporter upon query by hospira personnel.